Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the control printed circuit board pcb was replaced. The replaced part was returned for investigation. The provided logs confirmed the reported pressure transducer test failure during pre-use check at 04/06/2021. The investigation revealed that the returned pcb passed all tests without any discrepancy when it was connected to a test ventilator. The cause of the reported issue cannot be established by this investigation, the cause is most likely due to a single component failure. The problem is detected in pre-use check and does not affect ventilation. Based on the information above, this complaint will now be closed.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).